Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device started to run when a battery device was inserted without pressing the triggers. It was further determined that the motor and the electronic control unit (ecu) were measured separately and it was found that the electronic control unit (ecu) could turn off, it ran slow in clockwise. During testing, it was determined that the ecu short circuited itself and it had no function. It was determined that the control unit was not functioning and was defective. It was further determined that the device failed pretest for check the off/oscon switch mode function, check the oscillation angle, check switching function, check triggers and electronic control unit (ecu) function, check compatibility colibri/sbd and colibri ii/sbd ii, check the function with epd-console and check power with test bench, 67.5 to 110 w. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.